Event description:
The manufacturer received information alleging a millennium oxygen concentrator was involved in a house fire. The patient reportedly expired as a result. The manufacturer evaluated the fire scene and concluded that the fire originated external to the oxygen concentrator.